Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 92866 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. The catheter failed the performance test due to system notice 50032 ¿the safety system detected a compromised outer vacuum.¿ dissection and pressure tests showed a leak at a check valve in the y-block and also, dissection showed that the guide wire lumen kinked on 0.913 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.